Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 2/23/2023 h6 component code: g07002 no device returned h6 component code: c22 - photo analysis additional information: h3, h6 h3 investigational summary ¿ photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows two different colored sutures held together with surgical clamps. The lot number of both sutures is not visible in the photo. Hands on analysis can provide the enough evidence to determine the root cause. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-10061 & 2210968-2022-10064.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following additional information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. We have received this information form ot pharmacy. We have not received information on patient could you please confirm if it is possible that product receives is not within the same product family (product mix)? Additional information was requested, the following was obtained: device return follow up. Also we can get the foils of both batch from hospital. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2022-10061.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was noted that nw3340 ethilon size o is available in two different colors with two different batch. There were no patient consequences reported. Additional information was requested.